Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead dislodged. During the repositioning there was a perforation. The lead perforation was verified with fluoroscopy. The patient's blood pressure and saturation dropped. The perforation was repaired and the lead remains in use. No further patient complications have been reported as a result of this event.